Manufacturer narrative:
It was reported by the complainant that life base was used as a pressure indication paste to identify areas of over extension on an acrylic denture complainant is aware that this is not the standard application. No patient information was provided in regards to weight, ethnicity, and race.

Event description:
A complainant alleged that patient experienced throbbing and tightness particularly on the left anterior maxilla. Patient noticed swelling of the upper and lower lip as well as tongue. Patient also had a left ear ache. The pain extended to the infraorbital region and there was some mild periorbital swelling as well as watering of the eye. This continued to progress to a sore throat. Patient went to the hospital due to the continued symptoms. Patient was diagnosed with experiencing an allergic reaction, but no treatment was required. The swelling started to reduce, however there are two areas of ulceration present.